Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut row was damaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 11:42 am CT. The report number is being corrected from: 2134265-2018-64466 to: 2134265-2018-63251.